Event description:
The customer reported the coulter lh780 hematology analyzer was generating high hemoglobin, differentials, and reticulocyte background messages. No erroneous results were generated in connection with this event. There was no report of direct physical contact with the leak. The customer was wearing gloves and a lab coat at the time of the event. A field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse flushed the diff shear valve, cvl 85/126 to resolve the high background messages. (B)(4).